Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: vedr01 ipg implanted (B)(6) 2008 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had sensing issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.